Manufacturer narrative:
An event of device deformity could not be confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, an 18mm amplatzer cribriform occluder was selected for implant using an 8f amplatzer torqvue delivery system. During implant, the occluder deformed with a cobra shape and did not fit the size of the defect. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The device was never released from the delivery cable while inside the patient. It was exchanged for a new 25mm amplatzer cribriform occluder, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.